Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported prior to an ipg replacement (regulatory report number MDR-2026-04480) x-rays were taken and confirmed both leads migrated. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Stimulation was restored.